Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR), current risk file and trend reports. Please see updated sections: g4, g7, h2,h3, h6 and h10. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause could not be determined. The device was discarded and not returned to olympus for evaluation. The reported failure of the device likely attributed to user error or the compatible generator or accessory malfunctioned, none of which was returned to olympus for evaluation.

Manufacturer narrative:
The subject device was not returned for evaluation. The user discarded the subject device. The cause of the issue cannot be determined. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during an unspecified procedure, the device pk-cf0533 cutting forceps stopped working. According to the report, the user discarded the device. There was no patient impact to harm was reported due to the event. 2 0f 2.